Event description:
Adverse event reported while device was in use: it was reported that a pt receiving multiple infusion therapies (tpn with lipids, tobramycin, and pain management) via two devices (device #1 plum xl3) and (device #2 pca pls) experienced an "electro-static shock". The pt had 2 peripheral IV's to accommodate the multiple infusion therapies, one in the right forearm and the other in the left forearm. According to the customer contact, the pt reported to the nurse that while sitting in a chair with the right hand resting on the metal bed frame, pt felt a shock just as the pump beeped (alarm and/or device unspecified). Pt stated, "pt felt a shock travel from the right arm through the chest and down the left arm. Pt had been shocked before and pt knows what it feels like." The physician was notified and a stat EKG was ordered. It was reported that the EKG was completed and the pt's cardiac rhythm was within normal limits with no indication of any abnormality. The customer contact states "pt doesn't think the floor was wet. The pt did have a fever and could have been a little moist". The bed that the pt had been resting pt's hand on at the time of the event was removed from the room. The electrical engineer assessed all electrical outlets in the room with no abnormal findings. The pumps were replaced and no further event was reported. Though requested, there was no add'l info available.